Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening and creases. A weight test of the device was completed and the device was found to be underweight. A microscopic analysis was performed which identified one opening sharp. A dimension measurement of the shell was performed which identified the thickness to be within specification. Based on the device analysis the final assessment is one sharp edge opening in the side posterior assessed as unidentified (tear) opening.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.